Event description:
It was reported that the pump was hot to touch while charging. Reportedly, the customer was using non-tandem charging supplies to charge the pump, the non-tandem cable melted onto the pump. Customer's blood glucose level was high mg/dl. Cause was not known. A correction bolus was delivered to address bg. Reportedly, the customer reverted to an alternate method of insulin therapy.